Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on his one touch vita meter. The pt first noticed the alleged high readings on (B) (6) 2010. The pt mentioned that his meter had been displaying high readings for the past four nights. The pt mentioned that when a non-diabetic person tested their blood glucose without eating, the person obtained a 140 mg/dl on his meter. A diabetic person obtained a 300 mg/dl on the meter without eating. The pt mentioned that his physician has not given him a specific regimen to follow; therefore, the pt adjusts his insulin on his own based on the meter results. On (B) (6) 2010, the pt obtained an elevated reading in the morning (result unk) and adjusted his insulin based on the meter result. At an unspecified time later in the afternoon, the pt ended up exhibiting symptoms of hypoglycemia (exact symptom are unk) and had to self treat with food. The pt was not tested on another device and did not seek any further medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated reading, he adjusted his insulin based on the meter result and later developed symptoms of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.